Event description:
Date of the event is unknown; however it was reported to have occurred a few months ago. The physician commented that while using an intravascular ultrasound (ivus) catheter to evaluate a lesion the catheter tip had detached while attempting to advance the catheter across the calcified lesion. The physician could not recall the specifics around the event but indicated that the patient was stable after the procedure. No further details can be recalled.

Manufacturer narrative:
A ship history review identified five potential lots; device history review on these lots did not identify any issues or discrepancies and no similar complaints by event description were found. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings: "do not pinch, crush, kink or sharply bend the catheter at any time. This can cause poor catheter performance, vessel injury or patient complications. An insertion angle greater than 45 degrees is considered excessive. Never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The root cause for the reported tip detachment cannot be definitively determined as product analysis could not be performed due to device disposal.

Event description:
Date of the event is unknown; however it was reported to have occurred a few months ago. The physician commented that while using an intravascular ultrasound (ivus) catheter to evaluate a lesion the catheter tip had detached while attempting to advance the catheter across the calcified lesion. The physician could not recall the specifics around the event but indicated that the patient was stable after the procedure. No further details can be recalled.